Event description:
It was reported by a customer on (B)(6) 2011, water was leaking in the laser during a period of times when procedures were being performed. Per the customer, these procedures were performed without interruption. Also, it was reported that it was not known where the leaking was originating from. No pt injury was reported.